Manufacturer narrative:
Received one used list# 142560488, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Lot# 4444921, one used list# ch3034, 5" (13 cm) bag spike adapter w/spiro, lot# unknown on october 29, 2020 for evaluation. As received, the set was visually inspected and the filters were saturated with prior infusate solution. No other anomalies were found. The set was primed and hydrostatic pressure leak tested per product specifications and a leak was discovered at the inlet filter vent, with fluid seeping through multiple places in the filter vent material, and the outlet filter vent did not leak. The drip chamber filter vent did not leak per spec. No other leaks were found along the fluid path. The complaint can be confirmed. The probable cause of the filter vent leak is due to temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review (DHR) lot# 4444921 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plumset that the customer reported a leak of avastin, intaxel, and carboplatin at the vent holes of the filter. The customer stated, on (B)(6) 2020 at 15:35 hours avastin was initiated at a rate of 64 ml/hr, then intaxel at a rate of 182 ml/hr, and carboplatin was started at 22:30 hours at 175 ml/hr. The customer reported the infusion was smooth. At (B)(6) 2020 at 00:30 hours, the patient felt their arm was wet and burned. The nurse replaced a new set and discarded the patient's contaminated coat. The nurse checked the patient's condition on (B)(6) 2020 at 09:35 and there was no redness or abnormality on the patient's arm. There was no obvious defects noted on the tubing set, such as a hole, cut, tears, occlusion, kink, or other defects. The product was stored in the hospital's storage place and it was not exposed to extreme temperature conditions. There was patient involvement and the customer reported patient harm, however, no adverse event. The patient was discharged on the same day.